Event description:
It was reported that the patient experienced diaphragmatic stimulation in all pacing vectors attempted. The best values were with a left ventricular bipolar reversed polarity. The physician chose not to reposition the lead and explanted the implantable cardioverter defibrillator electively because it lacked the left ventricular ring to tip pacing vector.

Manufacturer narrative:
Na